Event description:
Pt was brought in for cardioversion by dr at 0820, ended at 0840. Cardioversion pad was kimberly clark brand. Pt complained of #4. Pain and burning sensation to right chest. Pad was removed. Noted redness the size of pad was observed in the area.